Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. Then at about eight months later, due to a limb disconnect, the physician placed another iliac leg graft as a bridge to successfully resolve the endoleak. The patient was very tortuous on this side. Patient is well.

Manufacturer narrative:
Event evaluation: still under investigation.